Event description:
During the intraoperative performance of a tracheostomy on an orally intubated patient, cauterization of bleeding was performed at the operative site with a force 2 electrosurgical generator, to acheive hemostasis. During cauterization a fire in the endotracheal tube occurred and was immediately performed and revealed no significant damage to the glottis or vocal cordsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.